Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: during a procedure surgeon clamped the cable and the cable tensioner would not open. There was a prolongation of the surgery, it is unk how long. No further info available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The product conformed to all requirements. Placeholder.